Manufacturer narrative:
(B)(4) concomitant product: guide cath: runthrough 6f. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The xience pro x is currently not commercially available in the us.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft detachment was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a mid-left anterior descending procedure, the 3.0 x 18 mm xience prox failed to cross the lesion due to the patients anatomy and the shaft separated proximally. The device was removed without any issue. Another 3.0 x 18 mm xience pro x was used to successfully complete the case. There were no adverse patient effects or clinically significant delay in the procedure reported. There was no additional information provided.